Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc experienced foreign matter contamination.

Manufacturer narrative:
Investigation: a review could not be performed as the lot# was not returned. Received one unused iag bc 20ga unit without packaging from the catalog number 381034; lot number unknown. Two photos were submitted for review. Visual/microscopic evaluation: white particulate was present at the tip of the catheter tubing. The particulate was identified to be non-foreign (porous plug shavings); the porous plug shavings (non-foreign) exceeded 0.2 square millimeters measured per tappi dirt estimation chart. Photos: based on the evaluation of the submitted photos; two of the photos displayed white particulate on the catheter tubing. Which is the same finding as that of the evaluation of the returned unit. The white particulate was confirmed to be non-foreign (porous plug shavings) resulting from manufacturing process. The porous plugs shaving is from the misalignment of the vent plug station and some older probe design. Using compressed air blowing the plug shavings into the needle cover. The probes have been resigned, alignment tooling was created to align the station and compressed air was eliminated from that station for cleaning purposes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc experienced foreign matter contamination.